Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime during prime test due to faulty force sensor. The pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 423 mg/dl. The customer stated that the pump alarmed motor error while sitting in her living room. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to return the pump with the battery and zero out the basal rates. The customer declined to troubleshoot for no delivery alarm due to the motor error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.